Event description:
It was reported that during the laparoscopic sigma procedure, there was no function after a few minutes error code 5, noises. Two devices will be returned. The case was completed with the same like product with no patient consequence.